Event description:
Philips received a complaint on an expression information portal (ip5) indicating that the device¿s speaker is not functioning properly.the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by the customer who did the trouble shooting of the device and stated that the speaker is like static or muffled on the ip5. The philips remote service engineer (rse) advised the speaker is part of the computer assembly in the ip5 and would need to be replaced in the computer assembly in the ip5. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. It is unknown if the speaker was replaced as the customer has not returned or responded to any further communication after the initial troubleshooting. A review of the service history for this device shows the problem has not been reported again for this device.